Event description:
It was reported that during the procedure, this right atrial (ra) lead exhibited high capture thresholds after the helix was extended. Therefore, an attempt was made to reposition the lead; however, the helix mechanism could no longer be extended. As a result, the lead was exchanged for a new one to complete the procedure, with no adverse patient effects reported. This lead is expected to be returned.

Event description:
It was reported that during the procedure, this right atrial (ra) lead exhibited high capture thresholds after the helix was extended. Therefore, an attempt was made to reposition the lead; however, the helix mechanism could no longer be extended. As a result, the lead was exchanged for a new one to complete the procedure, with no adverse patient effects reported. This lead is expected to be returned. The product has been received for analysis.